Manufacturer narrative:
Product analysis #701589294: brief description of complaint: plasmablade¿ tna - clogged - gunking - spark melted tip - the adenoid tip began sparking, the sparks were between the device and patient and were orange. There was also excessive gunking and clogging and the right corner and the device melted. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ tna - adenoid tip ¿product number: ps300-003 ¿lot number: 0211778654 - new design ¿expiration date: 22-aug-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ tna adenoid tip was received inside a cardboard box within a plastic bag with no packaging to fill the negative space. ¿the plastic tray, display box, and the tyvek® lid were returned; the device information was confirmed against the information listed within gch from the display box and the tyvek® lid. ¿there was a printed rga email provided. ¿device visual inspection: ¿the device handle with the adenoid tip was received. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿there are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing and the electrode wire exhibits deformation. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿the wire remains intact ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿there is excessive wire deformation ¿there is, greater than, > 33% of the ¿wire square¿ that is exposed ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. ¿the complaint could not be recreated for the device sparking issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211778654 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. The adenoid tip exhibits unacceptable wear as there is > 33 % of the ¿wire square¿ that is exposed and the wire has deformation with minimal support from the housing which failed to meet the acceptable damage requirements for the wire square exposure. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation.

Event description:
During an ent case, the plasmablade device tip sparked. Staff also reported melting on right side of the device tip. There was no unintended tissue damage or impact to the patient.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the plasmablade device tip sparked. Staff also reported melting on right side of the device tip. There was no un intended tissue damage or impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.